Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (b)(6 2022; explant date brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported one of their electrodes is leaning up. They have a little bump on their back and when they push it sends an electrical shock throughout their body. Patient states they went to the healthcare provider and they did an x ray and said it was fine. Pt states they didnt say much and states this was back last fall. Pt states this needs to be addressed and not ignored. Pt states it has been a few months and has been really sick. The patient was redirected to their healthcare provider to further address the issue. Pt is trying to locate a new hcp.